Manufacturer narrative:
(B)(4).

Event description:
It was reported that post repositioning of the pulse generator in sub muscular position by a plastic surgeon, remote merlin.net transmission revealed high pacing impedance on the right ventricular lead; it was suspected that the lead might have been nicked during the procedure. The patient was asymptomatic. The patient was brought to the clinic and the device was programmed to aai mode.